Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting and declined providing any additional information with tandem technical support to determine a possible cause of the occlusion.